Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tube"), device breakage ("device breakage"), device dislocation ("migration of essure device") and pregnancy with contraceptive device ("pregnancy (no complications)") in an adult female patient (gravida 6, para 5) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 ((B)(6) 1998, (B)(6) 2008, (B)(6) 2012, (B)(6) 2009). Concurrent conditions included overweight. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), pregnancy with contraceptive device (seriousness criterion medically significant), hormone level abnormal ("hormonal change"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("infection urinary tract"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary tract problems"), bladder disorder ("bladder disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain / loss"), back pain ("lower back pain"), mood swings ("mood swing"), abdominal distension ("bloating") and dyspareunia ("dyspareunia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2016 total hysterectomy (uterus and cervix removed)), surgery (on (B)(6)2016 total hysterectomy (uterus and cervix removed)) and surgery (on (B)(6) 2016 total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, device expulsion, pregnancy with contraceptive device, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, urinary tract disorder, bladder disorder, migraine, headache, allergy to metals, dysmenorrhoea, pelvic pain, vaginal discharge and weight fluctuation outcome was unknown and the nausea, back pain, mood swings, abdominal distension and dyspareunia had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, allergy to metals, back pain, bladder disorder, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. The previously reported event "severe physical injuries" was replaced with pregnancy, device ineffective, fallopian tube perforation, migration of essure device, device breakage, expulsion of essure, hormonal changes, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, infection (bladder/urinary tract/vaginal), bladder or urinary problems or changes, migraines/ headaches, nausea, nickel allergy, dysmenorrhea, pelvic pain, vaginal discharge, weight gain/ loss, back pain, mood swing, bloating, dyspareunia, she did not undergo essure confirmation test. Medical history and concurrent condition were also added. Essure legal manufacturer has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tube/ expulsion of essure"), device breakage ("device breakage"), device dislocation ("migration of essure device/device on my fallopian tubes were moved"), menorrhagia ("menorrhagia") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 27-year-old female patient (gravida 6, para 5) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 1998, (B)(6) 2008, (B)(6) 2012, (B)(6) 2009), miscarriage in 2007 and cholecystectomy. Concurrent conditions included overweight. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced nausea ("nausea"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea") and pelvic pain ("pain"). In (B)(6) 2009, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction/I switch to unscented products otherwise I will break out") with rash, migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). In (B)(6) 2009, the patient experienced mood swings ("mood swing"). In 2010, the patient experienced urinary tract disorder ("urinary tract problems"). In 2012, the patient experienced vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain / loss/my weight was up and down then it stayed up"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hormone level abnormal ("hormonal change"), cystitis ("bladder infection"), urinary tract infection ("infection urinary tract/3 uti"), vaginal infection ("vaginal infection"), bladder disorder ("bladder disorder"), back pain ("lower back pain"), abdominal distension ("bloating"), dyspareunia ("dyspareunia") and vulvovaginal mycotic infection ("yeast infection"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2016 hysterectomy (uterus and cervix removed) and salpingectomy.), surgery (on (B)(6) 2016 total hysterectomy (uterus and cervix removed)), surgery (on (B)(6) 2016 total hysterectomy (uterus and cervix removed)) and surgery (ablation was done on (B)(6) 2009). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, menorrhagia, pregnancy with contraceptive device, hormone level abnormal, vaginal haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, urinary tract disorder, bladder disorder, migraine, headache, allergy to metals, dysmenorrhoea, pelvic pain, vaginal discharge, weight fluctuation and vulvovaginal mycotic infection outcome was unknown and the nausea, back pain, mood swings, abdominal distension and dyspareunia had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, allergy to metals, back pain, bladder disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: the patient's pelvis revealed an essure device on the patient's left cornual region of the uterus that appeared to have perforated the proximal portion of the fallopian tube, and the essure was on the subserosal surface of the left cornual region. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. On 21-mar-2016, ultrasound scan vagina, it was revealed she had a retroflexed uterus with endometrial stripe of 6 mm and normal right and left ovaries with no free fluid in the pelvis. Concerning the injuries reported in this case, the following one was confirmed in patient's medical record: menorrhagia, migraine and headaches. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs receive. Event added- yeast infection. Event verbatim was updated as allergic or hypersensitivity reaction/I switch to unscented products otherwise I will break out and pt was updated as parosmia and its symptom was added-I will break out with rashes on my arms and legs/I develop rashes with scented products. Event device expulsion was deleted and was clubbed with perforation fallopian tube. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tube/ expulsion of essure"), device breakage ("device breakage"), device dislocation ("migration of essure device/device on my fallopian tubes were moved"), menorrhagia ("menorrhagia") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 27-year-old female patient (gravida 6, para 5) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 1998, (B)(6) 2008, (B)(6) 2012, (B)(6) 2009), miscarriage in 2007 and cholecystectomy. Concurrent conditions included overweight, chronic cervicitis, metaplasia (squamous.), nabothian cyst and adenomyosis (superficial.). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced nausea ("nausea"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea") and pelvic pain ("pain"). In (B)(6) 2009, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction/I switch to unscented products otherwise I will break out") with rash, migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). In (B)(6) 2009, the patient experienced mood swings ("mood swing"). In 2010, the patient experienced urinary tract disorder ("urinary tract problems"). In 2012, the patient experienced vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain / loss/my weight was up and down then it stayed up"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hormone level abnormal ("hormonal change"), cystitis ("bladder infection"), urinary tract infection ("infection urinary tract/3 uti"), vaginal infection ("vaginal infection"), bladder disorder ("bladder disorder"), back pain ("lower back pain"), abdominal distension ("bloating"), dyspareunia ("dyspareunia") and vulvovaginal mycotic infection ("yeast infection"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2016 hysterectomy (uterus and cervix removed) and salpingectomy.), surgery (on (B)(6) 2016 total hysterectomy (uterus and cervix removed)), surgery (on (B)(6) 2016 total hysterectomy (uterus and cervix removed)) and surgery (ablation was done on (B)(6) 2009). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, menorrhagia, pregnancy with contraceptive device, hormone level abnormal, vaginal haemorrhage, dermatitis allergic, cystitis, urinary tract infection, vaginal infection, urinary tract disorder, bladder disorder, migraine, headache, allergy to metals, dysmenorrhoea, pelvic pain, vaginal discharge, weight fluctuation and vulvovaginal mycotic infection outcome was unknown and the nausea, back pain, mood swings, abdominal distension and dyspareunia had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, allergy to metals, back pain, bladder disorder, cystitis, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: the patient's pelvis revealed an essure device on the patient's left cornual region of the uterus that appeared to have perforated the proximal portion of the fallopian tube, and the essure was on the subserosal surface of the left cornual region. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. On (B)(6) 2016, ultrasound scan vagina, it was revealed she had a retroflexed uterus with endometrial stripe of 6 mm and normal right and left ovaries with no free fluid in the pelvis. Concerning the injuries reported in this case, the following one was confirmed in patient's medical record: menorrhagia, migraine and headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.